Event description:
It is reported that a customer's mother called to state that her son experienced low blood glucose of around 42 mg/dl. The customer was treated for the low blood glucose with carbohydrates. The mother stated that her son went to a camp where he basically tried to commit suicide by constantly injecting insulin through his pump that he has been wearing for seven years. The officials at the camp found out what the son was trying to do they decided to take the insulin pump away from him. The patient is now under psychiatric care. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.